Manufacturer narrative:
The case study and collect logs were provided for review. Review of the geometry and ablation lesions was unable to identify instances of false space. In addition, rf episodes 1-62 were analyzed for average wattage for each automark. Out of 67 lesions within those episodes, 61 of the lesions used an average wattage over the 30 watts recommended in the tacticath se IFU. Per IFU "from the initial power setting, power may be increased as needed to the maximum setting (30 w) to create an effective lesion. Intracardiac electrograms and impedance should be assessed prior to changing the power setting. No software anomalies were found; the software was operating as designed.

Event description:
It was reported that following an ablation procedure in (B)(6) 2022, the patient presented with respiratory symptoms and pulmonary stenosis was diagnosed. It has also been reported that the patient has undergone multiple unsuccessful surgeries as a result. During the ablation procedure, high impedance was noted when delivering ablation to the carina and the ¿ridge¿ on the left-hand side. The physician stated that it is possible "there could have been some false geometry around the left sided veins and could have used 'drop off point' with the ablation catheter more, such as moving ablation catheter to visualize dropping out of veins into chamber". The physician has also stated, "that there were a lot of new things going on (new mapping system, new catheters, new/unfamiliar clinical support) and a learning point for next time when adopting new technology would be to be more stepwise (i.e. Use a more familiar catheter for the first few procedures)". It is unknown whether any testing or imaging was done prior to the procedure to rule out preexisting pulmonary vein stenosis.